Event description:
During incoming inspection at the distribution center, an event regarding missing threading on mis proximal rods was reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.